Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 460 mg/dl and 198 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.